Event description:
The device was used during a laparoscopic colon procedure. Reportedly, on the second firing, the device would not fire. No patient injury was reported. Another device was used to finish the procedure.